Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00418. It was reported the patient experienced headaches when he stood up after having 2 trials leads placed. The patient was instructed to lay down and consume caffeine. Reportedly, the headaches resolved after 24 hours.